Manufacturer narrative:
Explanted date: device was not explanted. Phone number: unknown. Occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved suture was blocked in the device, so they had to destroy the device to get the anchor fixed in the vessel. There was no patient harm. Additional information was reported (B)(6) 2022: it was reported that they tried to seal the puncture side as usual but after setting the anchor it was not possible to pullback the device since the suture somewhere in the device was blocked. They opened the backside of the device with a sterile scissors and scalpel to set the suture free. The procedure performed was below the knee procedure using a 6 french procedural sheath. The puncture was done with ultrasound and without any problems, no calcifications. An angiogram was done before removing the sheath. There were no problems with inserting the angio-seal. The patient was in stable condition. Blood loss was below 250cc's. After they opened the angio-seal they were able to use the collagen and for safety reasons they also did manual compression for 10 minutes.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were found to have been fully separated and the carrier tube was found to have been in the fully rear-locked position. The sheath and carrier tube were found to have been cut between depth indicators 'e' and 'a'. The suture was found to have been deployed from the carrier tube and appeared to have been cut distal to the clear stop indicator. The carrier tube hub was opened to further inspect the spool of suture, and the component was found to have been fully deployed. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been a suture deployment issue resulting in a deployment complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).